Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep indicated the lock buckle was broken due to improper operation of the lock buckle by the healthcare provider (hcp) during the operation.

Manufacturer narrative:
Analysis of the lead (lot no. Va1tw7v) found no anomaly. Analysis of the stimloc accessory found the base was broken and the cap and clip were not returned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that during implant the lead tip lock buckle problem occurred during intraoperative testing. The lead was replaced to complete the operation and the patient was currently in good condition. The cause of the issue was not determined. No further complications were reported as a result of this event.